Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient scratched the incision with a back scratcher and used a topical oil/gel on the incision against the advice of clinical staff and IFU. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as they touched or picked at their wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2022, and a replacement stimulator was implanted. The patient has reported being satisfied with their results and is doing well.